Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device was selected for use. The wds was deployed, and one (1) recapture was performed with the 27mm watchman flx pro laa closure device. The closure device was released on the second deployment. The procedure was completed, and as the sheath and intracardiac echo (ice) catheter were removed/withdrawn into the right atrium (ra), a routine post effusion check was performed. It was then noted that a pericardial effusion had developed around the left and right ventricles. Tamponade was noted, and the patient was hemodynamically unstable (sbp 40mmhg). Pericardiocentesis performed removing 420cc of bloody fluid from pericardium which was transfused back to the patient. The drain was left in pericardium and removed several hours later after a transthoracic echocardiogram (tte) was performed. No additional fluid was seen nor was any drainage seen in the bag. The physician and transesophageal echocardiography (tee) imager suspected that the effusion was due to the ice catheter since the transeptal puncture was complicated due to a lipomatous septum and narrow window to puncture fossa ovalis. There were no further patient complications reported, and the patient was discharged the next day.